Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or photos were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed and no discrepancies were found. Primary operative notes do not indicate intra-op complications. Office visit notes provided states that pain and difficulty doing daily work. X-ray report (dated:03/12/2020) states that there is lucency around the femoral component concerning for loosening. X-ray report (dated :05/12/2020) states that there is lucency of the tibial plateau consistent with the loosening. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#:42558000501; partial femur cemented size 5 left medial; lot#:64023488. Item#:42518200908; partial articular surface left medial size j 8 mm thickness; lot#:63442409. Item#:110035368; biomet bc r 1x40 us ; lot#:825eac2202. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00253.

Event description:
It was reported that following revision approximately 14 months ago, patient continues to experience pain with radiology report findings of radiolucency consistent with loosening.